Event description:
The customer reported the system had an error during boot up and would not complete boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.